Manufacturer narrative:
The complaint states x2 faulty sigma tibial insert fixed bearing curved size 4 8mm a complaint database search and review of manufacturing records did not identify any anomalies. The device was reviewed by the manufacturing site in (B)(4) which states visual review was conducted on the returned 2 samples. The part was obviously damaged on the top surface. After cmm inspection on the returned parts, the result meets specification. However the part passed 100% cosmetic and cmm inspection during production. No other product from this lot was available to pull and assess without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insert would not fit into tibial tray.